Event description:
It was reported that there was loose particles/fibers on the cone of the patient interface. It is unknown if there was any patient contact. No patient injury and/or complications were reported. No additional information was provided. This report is 2 of 2 reported.

Manufacturer narrative:
Section e1 telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information / correction: through follow up it was learned that the product was not in contact with patient. Since there was no patient contact this event is no longer reportable and no further information will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.